Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the components underwent a thorough analysis. Under a microscope, both cylinders had wear at a fold in the middle of each cylinder. The kink resistant tubing (krt) of both cylinders was trimmed down the window quick connect (wqc) and the tubing was not returned for analysis. Under a microscope, the pump krt was worn to the filament. Based on the information available and analysis results, the reported device mechanical issue and hole in the tubing were unable to be confirmed; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis was removed and replaced due to a crack in the reservoir connecting tube. No patient complications were reported.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis was removed and replaced due to a crack in the reservoir connecting tube. No patient complications were reported.